Manufacturer narrative:
The device has not been returned for evaluation; without return of the device, no definitive conclusions can be drawn. Should the device be returned or additional information become available, a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the pipeline would not release from the capture coil after rotating the delivery wire 10 times and it appeared unopened. The pipeline was removed from the patient using the "corking" technique (trapping the pipeline braid between the capture coil and the tip of the microcatheter). A new device was used and no patient injury was reported.

Manufacturer narrative:
The pipeline delivery system was returned for evaluation. The capture coil appeared to be stretched. No bend was found on the pushwire. The pipeline braid was returned detached from the pushwire; therefore, the distal and proximal ends of the braid were unable to be identified. Both ends of the pipeline braid were found fully opened with moderately frayed. No defects were found with the tip coil or proximal bumper. No other anomalies were observed. Based on the analysis findings and the event descriptions, the report of stuck in capture coil could not be confirmed, as the returned pipeline braid was found released from the capture coil. The pipeline braid was found fully opened with severely frayed at both ends. However, the cause for damage could not be determined. It is possible that the damaged capture coil and braid may have contributed to the reported issues. However, the cause for damages could not be determined. Per our instructions for use (IFU): ¿begin to deliver the ped using a combination of unsheathing the ped and/or pushing the delivery wire until the tip coil and the distal marker are visible outside the microcatheter. Push the delivery wire and/or unsheathe the ped to continue to expose the ped. After several millimeters of ped are exposed, the distal end may detach from the delivery wire. Detachment can be facilitated by slowly rotating the delivery wire in the clockwise direction and/or manipulating the microcatheter by locking down the delivery wire and moving both as a system. If the capture coil tip of the delivery system becomes stuck in the mesh of a delivered ped, rotate the wire clockwise while advancing the wire to try to release it, then slowly pull back on the delivery wire. Never rotate the delivery wire more than 10 full turns. If ped does not open after 10 turns, remove the entire system (microcatheter and ped delivery system together). Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ all products are 100% inspected for damage and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.